Event description:
The pt experienced a stroke in sept., 1996. Since that time, "his blood sugars were always low so we thought he was fine." Because of the low result on his meter, his physician advised discontinuation of insulin. On 12/29 at 11:30/p, the pt had a "bad spell." A blood glucose result of 140 mg/dl was obtained and the paramedics were called. At 12:30/a, the paramedics received a result of 400 mg/dl on their meter (brand unk), treated the pt with an IV and transported him to the hospital. Upon arrival, an ER meter result was 400, he was admitted and treated with an IV of unk substance. The meter is not cleaned according to MFR's recommendations, alcohol is used to clean the meter optics.